Event description:
During a laparoscopic vaginal hysterectomy, the morcellator was inserted with the blade exposed. The blade cut the pt's omentum. The physician cauterized the omentum. The case was successfully completed.